Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the right monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor on the 9800 system does no function. It was noted that the monitor may come on after multiple boots. There was no report of patient injury.